Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, slow balloon deflation occurred. Ivus and aspiration, using another manufacturer's catheter, were performed prior to the stenting procedure. The physician then direct stented a taxus express2 3.5x28 mm drug eluting stent to the nontortuous, proximal to mid left anterior descending (lad) artery. The balloon was inflated to 12 atms, but would not deflate. The physician then removed the non bsc inflation device and used a 50 cc syringe. Deflation time was 30 seconds. The stent delivery system was removed successfully. Post procedure ivus confirmed optimal apposition of the stent. No pt complications occurred. Pt condition post procedure is noted as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.